Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 48 months of implant. There was a concern the battery depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.